Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The line was placed at another facility, pt came in c/o pain. X-ray found that tip of catheter had broken. Catheter and tip have been removed without further complications.